Event description:
It was reported that the insulin pump alarmed motor error during basal. It was reported that the insulin pump experienced an unexpected restart alarm. Customer's blood glucose reading was 260 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Nothing further reported.

Manufacturer narrative:
Findings: no unexpected motor error alarms noted. Passed displacement test, rewind test, basic occlusion test and motor test. Unable to prime during prime/a33 test due to moisture damage on fsr (gold). A21 alarmed after battery change due to faulty c13 (I/b). Minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.